Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had black screen. The customer stated this malfunction occurred when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from another station/pharmacy. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for service and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all-in-one was showing black screen and no lights on the barcode scanner or bio-ID. The field service engineer restarted the station, everything was up and running, tested the drawers in hta and no issues were found. After rebooting the station, the issue did not recur. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had black screen. The customer stated this malfunction occurred when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from another station/pharmacy. There were no adverse events or injuries reported due to this event.